Event description:
Technician alleged that the trendelenburg function is not working. He alleged that when he operates the trendelenburg function the bed runs to the high position and will stop.

Manufacturer narrative:
The technician adjusted the trendelenburg engage switch wiper to resolve the problem.